Event description:
Description from the customer: "the customer stated the device keeps shutting down. This was discovered during a routine check of the equipment." No pt was involved. (B)(4). (B)(6).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device maquet (B)(4). A maquet field svc tech will investigate the unit. A supplemental medwatch will be submitted as soon as add'l info becomes available.

Manufacturer narrative:
(B)(4). A maquet field service technician observed the system and replaced the 20 amp breaker. The unit was tested to factory specification. All tests were performed successfully. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
(B)(4).